Event description:
A dreamstation auto CPAP was returned to a third party service center for service as part of the sound abatement foam recall process with no initial alleged complaintduring evaluation of the device, the service technician observed visible foam particles and has a presence of error code e73 err_sensor_press_offset_stop. The device was scrapped by the service center after the evaluation was completed